Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as nausea and treated with the insulin pump. Customer's blood glucose value was 144 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles. The customer believes it is a site issues which may have caused an infection. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.